Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was verified and attributed to a capacitor on the main board. The customer declined to repair the device. The device was returned and labeled "not certified for clinical use". Analysis of reports of this type has not identified an increase in trend.